Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level over 600 mg/dl. Customer was treated with manual injections and an intravenous fluid drip. The customer alleged that the pump did not deliver boluses as intended. Customer was released from the hospital the following day with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.